Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the insulin pump had motor error alarm. Customer¿s blood glucose was 190 mg/dl at the time of incident. Customer stated that the insulin pump had no delivery alarm. Customer already did a set change and gave herself a manual bolus successfully. Customer reports alarm did not occur during manual prime. Customer was not able to troubleshoot at time of call. The insulin pump will be returned for analysis.